Event description:
An 18 g saf-t-intima was inserted into blood donor's arm. The stylet broke when it was pulled back, leaving the needle in the plastic catheter in the donor's arm. The device was removed and a new saf-t-intima was used. This is the third such event since november.